Event description:
The doctor was using the 9166 conmed pencil during a surgery. The button was stuck in the on position. The doctor laid the pencil on the abdominal area (instead of in a holster) and the child was burned. The operating room manager stated the burn was not very severe.